Manufacturer narrative:
Investigation summary: an el200 product was not available for investigation, however the customer indicates that the affected lot was either 20d14-t, 20c16-t, 20c24-t or 20c09-t. As part of the investigation the customer provided a photograph of the affected sample, analysis of the photograph indicates that blood was present within the housing of the neutraclear component. The details of this feedback were forwarded to the legal manufacturer of the product, cair lgl for investigation. A review of the production records from lots 20d14-t, 20c16-t, 20c24-t or 20c09-t did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the el200 product in the past 12 months. H3 other text : see h10.

Event description:
It was reported that cytotoxic blood leaked from the neutraclear needle-free connector onto the patient's clothing and bed after disconnecting the line to redo the dressing. The following information was provided by the initial reporter: "neutraclear connector leaking cytotoxic blood". "Dressing needed to be re-done, nurse disconnected lines, blood came out of the connector onto patients clothing onto the bed. The blood was cytotoxic. Nurse re swabbed the connector and tried to flush the blood out of the connector but blood still remained in the connector.".

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is cair. This site is an OEM manufacturing site. (B)(4). There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20d14-t, medical device expiration date: 2023-03-14, device manufacture date: 2020-12-13. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. The reported lot numbers c16-t, c24-t, and c09-t were not found for the reported catalog number el200. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that cytotoxic blood leaked from the neutraclear needle-free connector onto the patient's clothing and bed after disconnecting the line to redo the dressing. The following information was provided by the initial reporter: "neutraclear connector leaking cytotoxic blood". "Dressing needed to be re-done, nurse disconnected lines, blood came out of the connector onto patients clothing onto the bed. The blood was cytotoxic. Nurse re swabbed the connector and tried to flush the blood out of the connector but blood still remained in the connector."